Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic with complaints of experiencing diaphragmatic stimulation. Upon interrogation, the lv bipolar channel had no signs of cardiac activity and none of the lv vectors captured at maximum outputs. A chest x-ray was performed and indicated that the left ventricular lead had backed up all the way into the device pocket. The lead was repositioned on (B)(6) 2019. Patient was stable before and after the procedure.